Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device displayed over-sensing during lead impedance testing. Isometric movement testing was performed and the over-sensing was reproduced only during the lead impedance test. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. If information is provided in the future, a supplemental report will be issued.